Event description:
A longitudinal rupture occurred on the initial inflation of the maxi ld. The balloon ruptured at 5 atm. There was a leak observed. The physician was performing a percutaneous transluminal angioplasty (pta) to the abdominal aorta. There was no calcification, but mild vessel tortuousity. The device was used to treat an endoleakage from an aaa stent (zenith stent). An encore (boston scientific) indeflator was used. There were no problems encountered during prep inflating and deflating the device. There were no other problems encountered during prep. There was no difficulty experienced tracking the device to the lesion. There were no problems experienced inserting the device through the sheath introducer. There were no problems encountered withdrawing the device. There were no other noted anomalies. Another balloon was used to complete the procedure. There were no adverse consequences to the male patient. The patient is in stable condition.

Manufacturer narrative:
This product is not available for analysis as stated. Additional info will be provided within 30 days of receipt.